Event description:
It was reported that prior to starting a da vinci si surgical procedure, a pk dissecting forceps instrument's tips were not meeting. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument's grip was bent, causing a side to side misalignment of the grips. There was a .125¿ offset at the tips, indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage was likely due to mishandling / misuse. An additional observation not reported by site was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also noted. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.